Manufacturer narrative:
Implant date: unknown/ not provided. Explant date: unknown/ not provided. The intraocular lens (iol) is not returning for evaluation as it is discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. All pertinent information available to johnson & johnson surgical vision, inc.has been submitted.

Event description:
It was reported that intraocular lens (iol) had scratch. Not sure about patient contact information. The iol was not saved since it was accidentally disposed of in trash after surgery. No further information provided.

Manufacturer narrative:
Initial MDR missed explanation about the unknown event date in h10, section b3: date of event: unknown, not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.